Event description:
According to the reporter, during a bravo procedure, the capsule failed to attach to the patient's esophagus. There was no harm caused to the patient and a repeat procedure was not necessary. Medical intervention was not needed. There was nothing unusual about the patient or the procedure itself that lead to the failure. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been performing procedure for over 5 years. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary one delivery system and capsule were returned to medtronic for investigation. The capsule did not arrive attached to the delivery sy stem. The devices were visually inspected for external damage. The trocar needle was not advanced. There were signs of tissue and blood on the device. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented. The capsule electrodes were visually acceptable. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the device functioned according to specification. If information is provided in the future, a supplemental report will be issued.